Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm. He was trying to bolus when he pressed the up arrow button and the numbers started to increase rapidly. The button was stuck. The customer's blood glucose level was 187 mg/dl. The call was disconnected before troubleshooting was completed. The product was not returned. Nothing further to report.